Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The reliability analysis evaluated 1 opened or used reservoir. The reservoir orings and stopper groove for anomalies were inspected. There were none found. Ran basal, bolus leaking test per dop 114 811 as follows reservoir filled with diluent, and connected to a new infusion set. A reservoir and connector were installed into a 5xx pump. It was concluded that the reservoir does not have leaks.

Event description:
The customer reported that insulin from the reservoir leaked past the o-rings and into the reservoir compartment. The blood glucose reading was 265mg/dl. No further information was provided.